Manufacturer narrative:
The MFR's service rep performed an on site investigation. The service rep adjusted the iris pot position, and completed collimator calibration. The system was tested and is operating as intended.

Event description:
The customer reported that there was a bad iris error message on the 9600 system, and that the system would not fluoro. No pt injury was reported.